Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with bi-ventricular assist device (bi-vad) support. It was reported by the vad coordinator that the pt was running high power without changes in flow r in pi. Pt is very sick with intermittent issues with bleeding.

Manufacturer narrative:
Additional information: the report of power elevations can be confirmed based on the evaluation of the submitted log file. However, due to the device not being available for evaluation a specific cause for the reported events and a correlation between the reported bleeding and the device could not conclusively be determined. The patient remained ongoing on lvad support until they expired on (B)(6) 2013 due to multi-system organ failure. The device¿s approved labeling lists bleeding as an adverse event associated with the use of the left ventricle assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient's log file was submitted and contained approximately 8 days of data, which captured multiple power elevations as high as 14.6 watts and intermittent pi events.